Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a stent damage occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 3.50x38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during advancing, the stent was getting hung up. When the undeployed stent was removed , it was observed that several struts were malformed. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.